Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff tear surgery (muscle advancement) on the shoulder joint, it was discovered that the tip of the vapr tripolar 90 suction elect device became clogged rapidly. In response, the surgeon flushed it retrograde through the drain, but then ¿short circuit¿ was shown in the output function. The surgeon mentioned that they hadn¿t focused much on the package insert, which stated, "it is recommended to use it for 10 seconds on, 30 seconds off," and wondered whether this could have contributed to the issue. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary- the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The device was tested and during ablation mode the generator displayed "output shorted" message. The electrode will be sent to the manufacturer for further analysis. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was not received in its original packaging, a bag only. The tip is used, tissue debris in the active tip. The handle assembly is used, no misuse. Cable and plug assembly are used, procedural residue visible in suction tube. The device was found to have failed both electric (hipot active and return) and functional (activation and flow rate) testing. The device showed procedural debris in the suction area of the active tip and in the suction tube. Senior process engineer investigated further and determined signs of saline ingress inside the handle of the returned device. Testing was conducted, flushing saline through the device to identify any leaks. A leak was found at the piston on the valve body. It is likely that the excess tissue debris in the tip of the device was causing a low flow rate through the device. This could have caused back pressure in the valve body to subsequently cause saline to leak into the handle. Finally, the saline ingress into the handle would have caused the switches to short out and failure of hipot and functional tests. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per instructions for use (IFU); electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review- a manufacturing record evaluation was performed for the finished device lot number (u2412009), and no non-conformance was identified.